Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc). The user did not provided further information about this event. The device history record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject uhi-4 was not returned to olympus medical systems corp. (Omsc). Omsc will investigate the subject uhi-4 to identify the root cause of this failure phenomenon when omsc receives it. The uhi-3 instruction manual states the corresponding method when there is an abnormality for the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
(B)(6) informed olympus (B)(4) of the event below on march 13th, 2019. On (B)(6) 2016, the subject uhi-3 was used for the laparoscopic appendectomy. At the end of the procedure, the subject uhi-3 showed a high pressure alarm. The user replaced the subject uhi-3 with another device and completed the procedure. The procedure delayed about 10 minutes, but there was no report of the patient¿s injury regarding this event.